Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: on investigation, the audio bolus button cover was damaged (punctured); however, the audio bolus button was responsive on testing. Investigation did not duplicate the complaint of an under-responsive audio bolus button. There was evidence of moisture inside the battery compartment. Leak testing revealed a leak in the battery compartment due to a crack in the battery compartment. There was moisture found in the pump¿s interior compartment. Intermittent connectivity issues occurred during the investigation; unable to download pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The button was reportedly under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.